Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse trying to start therapy on patient, but the arctic sun device runs for maybe 30 seconds and then alerts low flow, air leak and therapy stopped. 4 pads connected. Nurse stops therapy and drained pads. Despite device saying emptying complete there was visible water left in pad lines. When disconnected a good bit of water leaked out. Reconnected holding nowhere near clear connectors and verified audible clicks. Nurse started therapy alerted low air leak almost immediately at 0.1 l/m and then stopped. The system diagnostics showed outlet monitor temperature (t1) was 47.7f, outlet control temperature (t2) was 48f, inlet temperature (t3) was 72.1f, chiller temperature (t4) was 37.2f, water flow rate was 0 l/m, inlet pressure was -0.5 psi, circulation pump command was 100 percentage, mixing pump command was 0, heater showed 0, water reservoir level showed 5, system hours were 5328 and pump hours were 4460.6. Mis advised nurse to send to biomed with message about low flow and air leak. Nurse noted it appeared circulation pump had gone out. They did not have another device to utilize as only other device was down in maintenance. Mis advised they would need to determine an alternate method for cooling this patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse trying to start therapy on patient, but the arctic sun device runs for maybe 30 seconds and then alerts low flow, air leak and therapy stopped. 4 pads connected. Nurse stops therapy and drained pads. Despite device saying emptying complete there was visible water left in pad lines. When disconnected a good bit of water leaked out. Reconnected holding nowhere near clear connectors and verified audible clicks. Nurse started therapy alerted low air leak almost immediately at 0.1 l/m and then stopped. The system diagnostics showed outlet monitor temperature (t1) was 47.7f, outlet control temperature (t2) was 48f, inlet temperature (t3) was 72.1f, chiller temperature (t4) was 37.2f, water flow rate was 0 l/m, inlet pressure was -0.5 psi, circulation pump command was 100 percentage, mixing pump command was 0, heater showed 0, water reservoir level showed 5, system hours were 5328 and pump hours were 4460.6. Mis advised nurse to send to biomed with message about low flow and air leak. Nurse noted it appeared circulation pump had gone out. They did not have another device to utilize as only other device was down in maintenance. Mis advised they would need to determine an alternate method for cooling this patient.